Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, the patient faced insulin flow block alarm. The events occurred within 3 or more hours after insertion. The insertion site was at abdomen. The occlusion was at the infusion set site. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.